Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer has passed away. Cause of death was cardia arrest and acute hypoxic respiratory failure . Other relevant history, including preexisting medical conditions were end stage renal disease (dialysis), chronic systolic heart failure, chronic ascipes, coronary heart diabetes and insulin dependent diabetes mellitus. The pump was worn at the time of passing. The last known product(s) for this customer are mmt-396, mmt-1715kl and mmt-332a . Product return was requested for mmt-1715kl and the product will not be returned for analysis. Product return was requested for mmt-396 and the product will not be returned for analysis. Product return was requested for mmt-332a and the product will not be returned for analysis.